Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info know by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the vial was manually filled with an unspecified concentration of hydromorphone in the user facility's pharmacy. After an unspecified length of time, the vial connected to the filing injector was sent to the nursing unit. The customer contact reported that it was believed that the filling injector that comes with the pca tubing set was being used. After an unspecified length of time, the vial was loaded into an unspecified pt controlled analgesia (pca) device to deliver a reported 0.4mg dose and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported that the pt was experiencing uncontrolled pain and had a pain level of 9 our of 10. It was reported that the pt averaged 2.2mg/hr over four hours. It was reported that a leak of an unspecified volume of solution was noted at the injector site of the vial. The vial was replaced and therapy was resumed. It was reported that after an unspecified length of time, the pt's pain level decreased to a level 4 out of 10. No medical interventions were required. No additional info was provided.